Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt underwent generator replacement surgery due to reported end of service. The explanted generator was returned to the MFR and underwent analysis. Upon analysis, no anomalies were noted and the device was not at end of service. F/u with the physician reveals that the surgery was actually done due to high impedance received on diagnostics. No pt manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Even though the physician acknowledged there is likely something wrong with the lead causing the high impedance, only the generator was replaced at that time. It is unk if the pt will undergo lead replacement in the future.